Event description:
It was reported, the oxygen (o2) tubing connected to the bagger became kinked at the hub, and flow was stopped to bagger; the issue was noticed immediately as a change in sound. It was additionally reported, during transport of the patient to the critical care unit (ccu) the bagger disconnected from the tank due to the o2 tubing not having any give. There was no reported injury.

Manufacturer narrative:
Correction: d9. Additional information-investigation completion: d4; h2; h6. The customer returned a reusable resuscitation (resus) bag, like the one used during the complaint incident. The investigator observed a tapered port on the resus bag where the oxygen (o2) tubing connects. The investigator was able to secure the tubing to the port. When the tubing was properly seated, it did not come off the port. Proper insertion depth was visually confirmed. Pulling on the tubing with the resus bag did not result in detachment, additionally, no kinking occurred during examination of the returned resus bag. The complaint as reported, kink/disconnection could not be confirmed; the root cause was not determined. The device history record for lot 544764 was reviewed and the product was produced according to product specifications. All information reasonably known as of (B)(6) 2026 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by sun med holdings llc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to sun med holdings llc. Sun med holdings llc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the sun med holdings complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an sun med holdings llc. Product is defective or caused serious injury.

Manufacturer narrative:
The product involved in the report is not available for return. A review of the device history record is in-progress. All information reasonably known as of 23 oct 2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by sun med holdings llc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to sun med holdings llc. Sun med holdings llc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the sun med holdings complaint database and identified as (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an sun med holdings llc. Product is defective or caused serious injury.

Event description:
It was reported, the oxygen (o2) tubing connected to the bagger became kinked at the hub, and flow was stopped to bagger; the issue was noticed immediately as a change in sound. It was additionally reported, during transport of the patient to the critical care unit (ccu) the bagger disconnected from the tank due to the o2 tubing not having any give. There was no reported injury.